Event description:
It was reported that the patient felt discomfort with the implantable cardiac monitor (icm). The icm was explanted. The patient had no consequences.

Manufacturer narrative:
Final analysis on the implantable cardiac monitor determined that the interrogation results were normal and the visual screen was acceptable.